Event description:
It was reported that the patient experienced urethral injury during operation. A new pair of cylinders were opened but were not implanted due to the urethral injury causing the operation to be suspended. No components were removed or replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the cylinder was implanted in the patient on (B)(6) 2018. The physician tried to implant the new cylinder but decided to suspend the surgery after he noticed the urethra injury. The patient status was reported to be well.